Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a diluent non-blood leak at a valve, caused by a hole in the tubing between two fittings (pass through fittings 110 and 112) passing though the valve. The fse replaced the tubing. The instrument was returned into service after completion of repairs. The failure mode of this event was a hole in the tubing between two instrument fittings. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).

Event description:
The customer observed a leak from one of the fittings above the sheath tank on the coulter lh 750 hematology analyzer. The leak was later determined to be diluent and was not contained to the instrument. The healthcare worker interfacing with the instrument was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. No one was splashed or sprayed by the leaking substance. There was an exposure plan in place at the facility and the material safety data sheet was available for review.